Event description:
It was reported a patient's implantable cardioverter defibrillator (ICD) presented with inappropriate shock due to oversensing noise and incorrect interpretation of signal. Low defibrillation impedance was also noted. The ICD was explanted and replaced in a procedure on (B)(6) 2022. Post-procedure the patient was stable.

Manufacturer narrative:
The reported event of inappropriate therapy and impedance anomaly could not be confirmed. Intermittent oversensing was confirmed on the right ventricular channel. However, the oversensing was due to external (non-device related) factors. The device functioned properly and according to its programmed settings. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.